Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was elevated to 516 (mg/dl) with moderate ketones. The contact stated the possible cause of the elevated bg level was due to the customer getting sick. A manual injection was delivered to address bg level. System check with tandem technical support indicated the pump was performing as intended. A recommendation was made for the customer to discuss elevated bg levels with their healthcare provider. During a follow up with the customer, the customer stated they were doing much better with their bg level now.